Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room for chest pain. It was noted that the patient had received a fair amount of therapy with this device recently. Boston scientific technical services questioned capture on the presenting electrogram (egm). Additional information was unable to be obtained. The system remains in service. No additional adverse patient effects were reported.